Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: multiple = sid (B)(6), sid (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported multiple false elevated magnesium results when processing on the architect c8000. The following data was provided: sid (B)(6): 3.824 mmol/l (initial) and 0.692 mmol/l (repeat); sid (B)(6): 3.566 mmol/l (initial) and 0.792 mmol/l (repeat). No impact to patient management was reported.

Manufacturer narrative:
This is to correct a typo error in , that was made in the follow up MDR (manufacturer report number 1628664-2019-00141). The last statement said "based on all available information and abbott diagnostics' complaint investigation a product deficiency was identified." However, the statement should be "based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified." The word not was inadvertently missing from the original submission, and this follow up is being sent to correct that.

Manufacturer narrative:
Abbott field service observed that the hcw probe for the cuvette washer was clogged, therefore, causing the cuvette to over flow and create crossover contamination. Service cleaned the washer, cuvette (rohs) part number 7-93254-02 to resolve the issue. Additionally, the investigation included a review of instrument service history that revealed no additional erratic or discrepant results. No systemic issues or adverse trends were found to be associated with the complaint. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was identified.